Event description:
It was reported that during a battery replacement a new m104 generator was showing high lead impedance when connected to both the lead and the test resistor. As a result, another m104 generator was used to complete the case. The generator showing high impedance was not implanted and has been received but product analysis is still underway. No additional relevant information has been received to date.

Event description:
Product analysis was completed on the returned generator. The electrical tests performed in the pa lab found that the generator was at an ifi = no condition. The battery voltage was measured at 2.910 volts, and the memory locations on the generator indicated that 1.316% of the battery had been consumed. The reported allegation of ¿high impedance suspected generator issue¿, listed in the remetrex issue file, was not duplicated in the pa lab. The downloaded data does indicate an increase of impedance from 0 ohms (diagvinitialprechange) to 15867 ohms (diagvinitialpostchange) estimated to have occurred on (B)(6) 2022. The setscrews shows indention marks indicating the setscrews were at one-point time secured to the lead pins. Various electrical loads were attached to the pulse generator and results of diagnostic tests demonstrate that accurate resistance measurements were obtained in all instances. There were no performance, or any other type of adverse condition found with the pulse generator.